Manufacturer narrative:
The device manufacture date was corrected to 12/01/2009.

Manufacturer narrative:
Concomitant medical products - added.was the device evaluated by the manufacturer? Answered yes.

Event description:
Revision surgery was reported to remove and replace a broken screw.